Event description:
Bag separated from device head rendering it unusable during a cardiac arrest resuscitation. A spare device was readily available and was quickly substituted. This incident did not result in an adverse outcome to the patient, since an alternate device was readily available.